Manufacturer narrative:
Result: worn gill brake plate kit.

Event description:
It was reported by service report that the brakes were not holding when engaged. It is unknown if there was patient involvement or adverse consequences to report.